Manufacturer narrative:
H3, h6: it was reported that the plaintiff awaits revision surgery of the right hip due to ongoing pain and unspecified injuries. The revision surgery has not been performed yet. As of today, the devices, which were used in treatment, remain implanted in the patient and therefore cannot be evaluated. Additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. A clinical investigation could not be performed as smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without further information we cannot further investigate or confirm the details supplied in this complaint, the investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the plaintiff awaits revision surgery of his right hip due to ongoing pain and unspecified injuries. The revision surgery has not been performed yet. The patient underwent the primary right bhr surgery on (B)(6) 2007.